Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a retained sample was evaluated. Visual inspection and gravity testing were performed with no issues noted; the device conformed to product specifications. The reported problem could not be replicated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that parenteral nutrition was leaking from a small hole in the middle of the pump segment of a light sensitive drug set. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 5.